Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), pruritus ("itching"), abdominal discomfort ("abdominal discomfort") and dyspareunia ("dyspareunia"). The patient was treated with surgery (supracervical abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal discharge, pruritus, abdominal discomfort and dyspareunia outcome was unknown. The reporter considered abdominal discomfort, dyspareunia, pelvic pain, pruritus and vaginal discharge to be related to essure. Diagnostic results: on (B)(6) 2016, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), pruritus ("itching"), abdominal discomfort ("abdominal discomfort") and dyspareunia ("dyspareunia"). The patient was treated with surgery (supracervical abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal discharge, pruritus, abdominal discomfort and dyspareunia outcome was unknown. The reporter considered abdominal discomfort, dyspareunia, pelvic pain, pruritus and vaginal discharge to be related to essure. Diagnostic results: on (B)(6) 2016, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: embedded in omentum /missing coil'), device breakage ('device breakage-one essure implant was not intact'), uterine perforation ('perforation (uterus) ,essure coils perforated posteriorly near cornua of fallopian tubes bilaterally') and pelvic pain ('severe pelvic pain') in a 37-year-old female patient who had essure (batch no. D19667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Concurrent conditions included vulval candida, bacterial vaginosis, uterine scar, leukorrhea, hormonal imbalance, yeast infection, ovarian cyst, pain in extremity and numbness. Concomitant products included boric acid, clotrimazole (trimazole), fluconazole, metronidazole and terconazole. In 2016, the patient experienced inflammation ("gastrointestinal or digestive system condition type: inflammation of lower abdomen.") And abdominal pain lower ("lower abdomen pain"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vulvovaginal pruritus ("allergic or hypersensitivity reaction type: intense vaginal itching"), vaginal infection ("acute vaginitis"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal discomfort ("abdominal discomfort") and headache ("headache"). The patient was treated with surgery (diagnostic laparoscopy, exploration of bowel and partial omentectomy for removal of piece of essure and supracervical abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, uterine perforation, abdominal discomfort and migraine outcome was unknown and the pelvic pain, dyspareunia, vulvovaginal pruritus, vaginal infection, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, inflammation, abdominal pain lower and headache had resolved. The reporter considered abdominal discomfort, abdominal pain lower, bladder disorder, device breakage, device dislocation, dyspareunia, fatigue, headache, inflammation, migraine, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal infection and vulvovaginal pruritus to be related to essure. The reporter commented: the left fallopian tube you can one ring at the ostia with the left fallopian tube you could see 3 rings of the spring at the ostia. Removal of essure :(B)(6) 2017; hysterectomy and essure removal plaintiff underwent supracervical abdominal hysterectomy and bilateral salpingectomy on (B)(6) 2017 intra-operatively it was noted that the essure implants were perforated posteriorly near cornua of fallopian tubes bilaterally. Left essure implant with free piece of broken coil underneath uterine serosa. On pod3, kub performed due to pathologist stating one essure implant was not intact based on the submitted specimens from her hysterectomy. Kub showed intraabdominal essure implant. She thus underwent diagnostic laparoscopy, exploration of bowel and partial omentectomy for removal of piece of essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2017: 1. Apparent migration of the left essure device, as described. A possible detached marker is also noted; please see body of report for details. 2. Incidental note is made of a possible gallbladder calculus, as described. This may be correlated on ultrasound, as indicated; on (B)(6) 2017: there has been interval removal of what appears to have been the right-sided essure device, as described. 2. However, previously noted mobile left-sided device is again seen, now located in the anterior lower abdomen.. Hysterosalpingogram - on (B)(6) 2016: results: confirmed satisfactory placement of both essure. The uterine cavity appears normal. Essure devices are in place. There is non-filling of both fallopian tubes. Pathology test - on (B)(6) 2017: a. Uterus, supracervical hysterectomy: 1. Essure implant embedded in one uterine cornu. 2. Tiny portion of essure device attached to soft tissue surgical resection site on contralateral side; rest of the device on this side is not present. (See comment) 3. Benign secretory endometrium. 4. Lower uterus, serosal adhesions with suture material and giant-cell histiocytic inflammation, consistent with prior surgical site scar. B. Right fallopian tube, salpingectomy: 1. Benign fallopian tube. 2. No essure coil seen. C. Left fallopian tube, salpingectomy: 1. Benign fallopian tube. 2. No essure coil seen.. Ultrasound pelvis - on (B)(6) 2016: normal pelvic sonogram with no evidence of retained products of conception.; on (B)(6) 2017: 1. Left-sided essure device not visualized in the expected position.; on (B)(6) 2017: apparent migration of the left essure device.. Diagnostic results: on (B)(6) 2016, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , vaginitis , vaginal discharge ,vaginal itching , dyspareunia and essure implants migration ,essure coils perforated , essure seen in abdomen ,consistent with pieces of essure device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2019: pfs and mr received. Reporters information updated. Lot number was added. New events: acute vaginitis,bladder or urinary problems or changes, migraines headaches, migration of essure device location of device: embedded in omentum, device breakage, dyspareunia (painful sexual intercourse), pain, : lower abdominal , vaginal discharge, fatigue, perforation (uterus),gastrointestinal or digestive system condition type: inflammation of lower abdomen were added. Medical history , lab data , concomitant drugs were added. Event outcome were added. Fu 2 and fu 3 processed together. Event itching updated to allergic or hypersensitivity reaction type: intense vaginal itching. On 7-aug-2019: pfs received. Event outcome were updated.fu 2 and fu 3 processed together. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: embedded in omentum /missing coil'), device breakage ('device breakage-one essure implant was not intact'), uterine perforation ('perforation (uterus) ,essure coils perforated posteriorly near cornua of fallopian tubes bilaterally') and pelvic pain ('severe pelvic pain') in a 37-year-old female patient who had essure (batch no. D19667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Concurrent conditions included vulval candida, bacterial vaginosis, uterine scar, leukorrhea, hormonal imbalance, yeast infection, ovarian cyst, pain in extremity and numbness. Concomitant products included boric acid, clotrimazole (trimazole), fluconazole, metronidazole and terconazole. In 2016, the patient experienced inflammation ("gastrointestinal or digestive system condition type: inflammation of lower abdomen.") And abdominal pain lower ("lower abdomen pain"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vulvovaginal pruritus ("allergic or hypersensitivity reaction type: intense vaginal itching"), vaginal infection ("acute vaginitis"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal discomfort ("abdominal discomfort") and headache ("headache"). The patient was treated with surgery (diagnostic laparoscopy, exploration of bowel and partial omentectomy for removal of piece of essure and supracervical abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, uterine perforation, abdominal discomfort and migraine outcome was unknown and the pelvic pain, dyspareunia, vulvovaginal pruritus, vaginal infection, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, inflammation, abdominal pain lower and headache had resolved. The reporter considered abdominal discomfort, abdominal pain lower, bladder disorder, device breakage, device dislocation, dyspareunia, fatigue, headache, inflammation, migraine, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal infection and vulvovaginal pruritus to be related to essure. The reporter commented: the left fallopian tube you can one ring at the ostia with the left fallopian tube you could see 3 rings of the spring at the ostia. Removal of essure :(B)(6) 2017; hysterectomy and essure removal plaintiff underwent supracervical abdominal hysterectomy and bilateral salpingectomy on (B)(6) 2017 intra-operatively it was noted that the essure implants were perforated posteriorly near cornua of fallopian tubes bilaterally. Left essure implant with free piece of broken coil underneath uterine serosa. On pod3, kub performed due to pathologist stating one essure implant was not intact based on the submitted specimens from her hysterectomy. Kub showed intraabdominal essure implant. She thus underwent diagnostic laparoscopy, exploration of bowel and partial omentectomy for removal of piece of essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2017: 1. Apparent migration of the left essure device, as described. A possible detached marker is also noted; please see body of report for details. 2. Incidental note is made of a possible gallbladder calculus, as described. This may be correlated on ultrasound, as indicated; on (B)(6) 2017: there has been interval removal of what appears to have been the right-sided essure device, as described. 2. However, previously noted mobile left-sided device is again seen, now located in the anterior lower abdomen.. Hysterosalpingogram - on (B)(6) 2016: results: confirmed satisfactory placement of both essure. The uterine cavity appears normal. Essure devices are in place. There is non-filling of both fallopian tubes. Pathology test - on (B)(6) 2017: a. Uterus, supracervical hysterectomy: 1. Essure implant embedded in one uterine cornu. 2. Tiny portion of essure device attached to soft tissue surgical resection site on contralateral side; rest of the device on this side is not present. (See comment) 3. Benign secretory endometrium. 4. Lower uterus, serosal adhesions with suture material and giant-cell histiocytic inflammation, consistent with prior surgical site scar. B. Right fallopian tube, salpingectomy: 1. Benign fallopian tube. 2. No essure coil seen. C. Left fallopian tube, salpingectomy: 1. Benign fallopian tube. 2. No essure coil seen.. Ultrasound pelvis - on (B)(6) 2016: normal pelvic sonogram with no evidence of retained products of conception.; on (B)(6) 2017: 1. Left-sided essure device not visualized in the expected position.; on (B)(6) 2017: apparent migration of the left essure device. Diagnostic results: on (B)(6) 2016, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , vaginitis , vaginal discharge ,vaginal itching , dyspareunia and essure implants migration ,essure coils perforated , essure seen in abdomen ,consistent with pieces of essure device . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: quality safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.